Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing of artifact during detected tachycardia episodes. It was further reported that the icm detected three false pause episodes since the date of implant. The device remains in use. No patient complications have been reported as a result of this event.